Event description:
It was reported that two stopcocks connected in series became disconnected during patient turn, resulting in an interruption of vasopressor infusion (norepinephrine). Following the disconnection, the patient experienced a decrease in mean arterial pressure (map) and a subsequent drop in glasgow coma scale (gcs). At the time of the event, the patient did not have an arterial line in place for continuous blood pressure monitoring. As a result, the hypotensive episode was not immediately recognized and was only identified when the non-invasive blood pressure (nibp) monitor cycled approximately 15 minutes later. There were patient involvement and no harm.

Manufacturer narrative:
D4 - lot # is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.